Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that the therapy impedance displayed >2000 ohms. The patient checked the battery at home and the status was ok, and the caller could not recall seeing an issue with high impedances on the system prior to today. A battery calculation was requested, and the curve was reviewed as the ins had been implanted for >10 years. No patient symptoms or further complications were reported as a result of this event.